Event description:
Healthcare professional reported right side "rupture discovered by MRI." Device has been explanted and replaced.

Manufacturer narrative:
Continued h6 (health effect - impact code): f15 - recognized device or procedural complication. Continued e1 (email address) (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed assessed, as unidentified (tear) opening (shell thickness was within specification). Missing shell assessed, as inconclusive. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side "rupture. Discovered by MRI". Device has been explanted and replaced.